Event description:
In 1990, pt started feeling tired, had joint pain, fatigue. They therefore had to reduce their time at work. They were dizzy on a number of occasions, had tingling sensation on their legs along with numbness. This was an insidious process. Pt eventually saw a rheutmatologist in 1994. They did not get better. They finally had their implants removed in 1996 after they were found to have ruptured. They still feel weak and tired. Works part-time now. They only use herbal medicines.